Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The cause of the access site bleeding was not able to be determined since neither the product nor sufficient clinical information was provided. The instructions for use provides details on prevention of trauma and bleeding with the catheter. It states ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support, when the surgical site/anastamosis failed. There was blood loss. The team made the choice to explant the impella. The patient was hemodynamically stable without impella support.